Manufacturer narrative:
(B)(4). Covidien evaluated the device. The printed circuit assembly, line interface 1 and the universal serial bus flash drive were replaced. The parts were returned and investigated at the manufacturing site. The alleged malfunction was verified.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a malfunction occurred with a ventilator display. Although ventilation did not stop, the patient was transferred to another ventilator. There is no report of patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.